Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 25-may-2018 with the following findings: the pump powered up with the returned battery cap to a dim discolored display. The battery compartment was cracked from the thread area to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim. This report is made based on results of investigation completed on 25-may-2018.